Manufacturer narrative:
Based on the available information, this event is deemed a malfunction. From a clinical perspective a causal relationship between the abviser - intra abdominal pressure monitor device and this event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. No additional patient/event details have been provided to date. Should additional information becomes available, a follow up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
A sales representative was contacted by a nurse ((B)(6)) who stated the night shift ICU floor staff informed her that an abvisor-intra abdominal pressure monitor device was not allowing urine to flow. The nurse stated that there was decreased urine output, the abviser was checked, then detached and 850 cc's of urine was immediately expelled into a foley bag by the patient. The nurse went on to state a new abviser was attached and the device performed as expected.